Event description:
The incident involved a machine not marketed in the USA; this MDR is submitted since the involved component is present on a device 9phoenix) distributed in the USA. Customer reported that during treatment, a leakage originated by a lose tube on the by-pass, caused an excessive patient fluid removal that was not detected by the machine. The patient lost 3 kg more than target weight and become hypotensive.